Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was not present during testing, and instead, color bars were on the display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not displaying an image during procedure preparation. According to the initial reporter, only color bars were present on the display. Reportedly, the procedure was completed with a ¿good¿ patient outcome.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image/color bars displayed was due to faulty cable. Olympus will continue to monitor field performance for this device.